Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. (B)(4) device was not available to stryker for evaluation. There were no remedial actions taken. This device is not labeled for single-use. Device not returned to manufacturer.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device spun out of control. There was patient involvement, in which a female patient received a small abrasion on her cheek.